Event description:
Caller states that she obtained a reading of 534 mg/dl on her device and had been sleeping all day. Caller is on pain medication, but states she was unsure if she was tired due to pain medication or the high blood glucose result. She states she went to the hospital fifteen minutes later and the hospital device read 139 mg/dl with a lab reading of 139 mg/dl. The hospital device reading and lab result were approx a half hour apart. No adverse event reported. No treatment received. No glucose control solutions were used. Requested return of suspect device and replacement was sent.